Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 257 mg/dl. Customer had hypertension and uncontrolled high blood glucose levels. Customer was wearing the pump at the time of the emergency room visit. Customer was not able to troubleshoot over the phone since she seemed a bit confused. No further assistance needed.